Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s health aide noticed a cgm reading of 70 mg/dl. No patient symptoms were reported at the time of the event. The health aide contacted the patient¿s daughter, who came and gave the patient some glucose gel as treatment (as the patient was unable to treat herself). About 30 minutes later, the cgm was reading 50 mg/dl, so they gave the patient more glucose gel. The cgm then read 40 mg/dl and the patient was starting to feel nauseous. At this time, the patient¿s daughter did a blood glucose (bg) fingerstick, which was 200mg/dl while the cgm was reading 80 mg/dl. The patient¿s sensor was changed due to the inaccuracy. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was hypoglycemic. The reported glucose values fall within the c zone of the parkes error grid after treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s health aide noticed a cgm reading of 70 mg/dl. No patient symptoms were reported at the time of the event. The health aide contacted the patient¿s daughter, who came and gave the patient some glucose gel as treatment (as the patient was unable to treat herself). About 30 minutes later, the cgm was reading 50 mg/dl, so they gave the patient more glucose gel. The cgm then read 40 mg/dl and the patient was starting to feel nauseous. At this time, the patient¿s daughter did a blood glucose (bg) fingerstick, which was 200mg/dl while the cgm was reading 80 mg/dl. The patient¿s sensor was changed due to the inaccuracy. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was hypoglycemic. The reported glucose values fall within the b zone of the parkes error grid after treatment. No additional patient or event information is available.